Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One unused angio-seal vip device was received for product evaluation. The device was received in a sealed header bag with all accessory components. The sealed header bag was opened, and the device was subjected to visual analysis. All accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. Functional testing was performed, and the device was deployed in the angio-seal vessel model following the angio-seal vip IFU. The locator and sheath were mated and placed into the vessel model over the guidewire. Then the locator and guidewire were removed, and the carrier tube assembly was inserted. The deployment sleeve was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped, and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. No functional anomalies were noted with the device and the deployment was successful for the device. IFU states: ''bleeding or hematoma - apply light digital or manual pressure to the puncture site, if manual pressure is necessary, monitor pedal pulses.'' "Do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency." "Do not use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma." Based on the evaluation of the returned unused device, no functional issues were noted. However, the complaint could be confirmed for bleeding post deployment as alleged in the complaint description likely due to the placement of angioseal through the inguinal ligament. Without the actual complaint sample available for product evaluation, no definitive conclusion can be drawn for the exact root cause but based on provided information, it is likely that user associated device handling issues during deployment led to the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The unused device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used and there was a late complication greater than 24 hours. Bleeding occurred right before the patient was discharged. Acute pain in the right groin and right lower abdomen occurred while the patient was sitting upright in a chair. A computed tomography angiography (cta) was performed, showing an active bleeding of the commo femoral artery (cfa). The cfa was closed in the operating room, operating room reports states groin exploitation was performed, evident hematoma at poupart. The angio-seal is shown in the cfa, the closure device appeared to be placed through lig. Poupart with active bleeding a vue. The closure device was removed, and the cfa was stitched with prolene 5.0.' The procedure performed was a retrograde puncture using an 8fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, not with access nor with closure. Access was done by ultrasound. There were no issues with insertion, deployment, or withdrawal of the device. The patient was stable after groin exploitation and closing by vascular surgeon. Hemostasis was achieved by the patient being stitched up by vascular surgeon. There were no other devices or equipment used with the reported product. Additional information was received on 26nov2020. There was significant blood loss and tension decrease, so it can be said that blood loss was greater than 250cc; was reported as "b urgency on ok". Additional information was received on 04dec2020. The patient was closed on (B)(6) 2020 with prolene 5.0, according to the or report, greater than 24hours after the femoral procedure on (B)(6) 2020.